Event description:
It was reported that after the iab was inserted and connected to the pump, blood was noticed in the helium tubing and the pump experienced helium loss alarms. The iab was removed and replaced without any complications.